Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the ams700 ipp cylinder was visually inspected and functionally tested. A fluid leak was identified near the proximal end of the cylinder body attributed to input tube wear with avulsion. Broken fabric threads were present. The kink resistant tubing was worn to the filament and the input tube sleeve measured approximately 18mm. Product analysis confirmed the reported "cylinder tear" based on the identification of the fluid leak.

Event description:
It was reported that the left cylinder and pump of the inflatable penile prosthesis (ipp) device were explanted due to a "left cylinder tear." A new cylinder was implanted on the left side. Additional information received states only the left cylinder was explanted due to a cylinder tear. The patient reported that his device was not working properly beginning about two weeks prior to the surgery. The patient "got well" following the surgery.

Event description:
It was reported that the left cylinder and pump of the inflatable penile prosthesis (ipp) device were explanted due to a "left cylinder tear." A new cylinder was implanted on the left side. Additional information received states only the left cylinder was explanted due to a cylinder tear. The patient reported that his device was not working properly beginning about two weeks prior to the surgery. The patient "got well" following the surgery.